Manufacturer narrative:
The investigation determined that higher and lower than expected vitros ipth results were obtained from non-vitros biorad specialty immunoassay qc fluids using vitros ipth reagent on a vitros 5600 integrated system. The likely assignable cause of the initial three biorad qc results that were lower than the measuring range was related to an unknown issue with the biorad qc fluids. The customer repeated the qc testing using the same calibration and ipth reagent pack and obtained acceptable qc results. It could not be confirmed if fresh vials of biorad qc was used for repeat testing. The likely assignable cause of the subsequent lower than expected results and all of the higher than expected results is related to suboptimal calibrations. The calibrations that produced these results were atypical when compared to the database values. The cause of the suboptimal calibrations was not determined. However, the customer indicated they believe the vitros ipth calibrator fluids were compromised but could not provide any further details. Therefore, an issue with calibrator fluid preparation, handling and storage were potential contributors to the atypical calibrations. The customer recalibrated vitros ipth using the same reagent pack and a new set of calibrator fluids and the qc results post calibration were within expectation. It was concluded that an issue with the vitros ipth reagent or the reagent pack in use is not a likely contributing factor to the unexpected qc results as the customer was able to obtain acceptable vitros ipth qc results using the same lot of reagent and the same reagent pack. Additionally, continual tracking and trending does not indicate a systemic issue with vitros ipth reagent lot 1401. Email address for contact office is (B)(6).

Event description:
The investigation determined that higher and lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay qc fluids using vitros ipth reagent on a vitros 5600 integrated system. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient fluids and were not reported from the laboratory. No patient samples were processed at the time when qc fluids were out of range and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).